Event description:
The user is questioning the "no shock advised" notification given by the device during deployment. A secondary manual defibrillator was retrieved and a shock was delivered. The patient did not survive.

Manufacturer narrative:
UDI=(B)(4).